Manufacturer narrative:
(B)(4). (B)(6). Two devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, pressure and clear passage under water testing were performed with no issues. The devices performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was not able to prime. This occurred prior to use. There was no patient involvement. No additional information is available.